Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4: MFR reference report: 1627487-2019-00146, 1627487-2019-00147, and 1627487-2019-00148. It was reported that the patient had experienced lead migration. The patient was reporting minimal pain relief and fluoroscopy showed 3 of 4 leads had migrated. Patient underwent a lead revision on (B)(6) 2018 wherein the physician discovered an infection at the lead site therefore explanted the system (reference manufacture report numbers: 1627487-2019-00154, 1627487-2019-00301, 1627487-2019-00303 and 1627487-2019-00304).

Event description:
Device 4 of 4: MFR reference report: 1627487-2019-00146, 1627487-2019-00147, and 1627487-2019-00148.